Event description:
Patient's wife was using a shower bench which the husband described as unstable. She fell off and hit her head. No serious injury reported. Examination of the bench showed that one leg sat approximately 0.5" off the ground when other three legs were in touch with the surface.